Event description:
Philips received a complaint indicates that battery was defective. The device was not in clinical use at time of event. The customer called and spoke with a philips remote service engineer (rse). Customer evaluated the device and decided the battery needed replacement. The customer was provided method for replacement battery to rectify malfunction. The device remains at the customer site and no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.